Event description:
A user facility biomedical technician (bmt) reported there was a blood leak that occurred during dialysis (treatment) mode. No adverse reactions were reported with the patient. The patient completed treatment on another machine. The bmt stated the staff reported less than 100 ml of blood loss. The bmt stated the dialyzer was the culprit and looked defective. The bmt stated they were following unit protocol for machine disinfection before putting it back into service. Upon follow-up with the charge nurse (cn), it was reported an internal dialyzer blood leak occurred immediately after initiation of hemodialysis treatment. The blood leak was visually observed within the dialyzer housing fibers. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Immediately following the event, the patient was able to complete treatment after being set up with new supplies a different machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 310° to 45°, with the ports at 0°, on the non-cavity ID end. The pu was found to be uneven and low on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. See the attached photo documentation in the content tab. During the lot history review it was noted that there were two other complaints reported against the lot. The complaints address internal blood leaks, one was confirmed to have a delamination, and the other was confirmed to have a potted fiber fragment with sample evaluation. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported there was a blood leak that occurred during dialysis (treatment) mode. No adverse reactions were reported with the patient. The patient completed treatment on another machine. The bmt stated the staff reported less than 100 ml of blood loss. The bmt stated the dialyzer was the culprit and looked defective. The bmt stated they were following unit protocol for machine disinfection before putting it back into service. Upon follow-up with the charge nurse (cn), it was reported an internal dialyzer blood leak occurred immediately after initiation of hemodialysis treatment. The blood leak was visually observed within the dialyzer housing fibers. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Immediately following the event, the patient was able to complete treatment after being set up with new supplies a different machine. The dialyzer was available to be returned for evaluation.